Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they are experiencing an allergic reaction on their gums from the wearing of the aligners. They have had this discomfort and irritation for months but now it has gotten worse. They also reported that their front teeth are going inwards and looks worse than they started. Their front teeth had a gap and were straight down when they first started treatment. Provided allergic reaction information.